Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms in rv to ra and ra to can configurations. Technical services (ts) discussed potential programming and troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.